Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said since implant of their current implantable neurostimulator (ins), they had noticed it hadn't worked quite right. Pt then said it was the controller that they had problems with and said occasionally the controller will turn stimulation off for no reason and other times it would change the groups. Pt said this only happens while recharging the implant, so they have to make sure the programs are still correct when they get done charging. Pss asked, pt said their body position varies while charging, but they usually try to charge sitting down. Pt said they didn't have issues with their previous ins like this, and has only experienced this with their current ins. Pss reviewed controller function and the patient was redirected to their healthcare provider (hcp) to further address the issue. Pt said the rep told them to call for a replacement. Pss reviewed pt can try calling back if re placement recharger (rtm) doesn't help with the issue, but also redirected to hcp. When asked hcp, pt said they haven't gotten a hcp in new area yet, but was planning on.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator. It was reported that the patient does not have a doctor, unfortunately, the rep cannot meet with the patient outside of a doctor's office. Pt was directed to call patient services to troubleshoot his controller and replace it if needed. Rep has no further information at this time about the situation with charger and the controller.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.